Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 3 of 5, while the hp was connected. The hp was not sure if the patient line was primed correctly since the hc was setup by someone else and the hp did not connect until later. The patient did not check the patient line prior to connecting self. The technical service representative (tsr) had the hp cycle the power to clear the alarm. The tsr advised the hp to start the therapy over using all new supplies or finish the therapy using manual supplies. The hp was going to end the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. If additional relevant information is received, a supplemental report will be submitted.